Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up # 1 date of submission 10/01/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings:a visual inspection of the pump showed that the keypad cover was peeling by the contrast button. During testing, all the keypad buttons were intermittently unresponsive; however, none were sticking. The keypad cover was removed and evidence of contamination was found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were sticking and intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.